Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching was observed. The mode switching appeared to be the result of far r wave oversensing. Patient was asymptomatic. Programming changes were recommended. The physician chose to not make any programming changes at this time.